Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of evaluation: the suspect device has been returned for evaluation, and technical team was able to verify the reported failure. Troubleshooting was performed and revealed the cause to be the diaphragm in exhalation assembly being placed in the wrong direction by the customer. Calibration, performance verification, and electrical safety test were then performed on the unit.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation. Investigation is still ongoing. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the vela ventilator has transducer fault. There was no patient connected to the device when the event happened.